Event description:
According to the reporter, the device did not seal, was not delivering energy which to more than normal bleeding. Bleeding was less than 250ccs. There was no regrasp alert, end tone was heard, but there was no evidence of energy delivery. Replaced device and new device did not work either. Will confirm generator to get the serial number. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw was stuck on eschar buildup. Functional testing found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The knife trigger was pressed to release the knife blade from the eschar build up. The knife blade was able to advance and retracted properly after it was cleared from the buildup. More frequent cleaning of the jaws could have prevented build up of eschar. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and the heel gap of the device was measured, both was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. Also, functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device did not seal the vessel, and did not activate when keyed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the returned device was noted to have been subjected to improper cleaning or sanitation methods. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open liver procedure, the device did not seal, was not delivering energy which to more than normal bleeding. Bleeding was less than 250ccs. There was no regrasp alert, end tone was heard, but there was no evidence of energy delivery. Replaced device and new device (lf1937/lf1837) did not work either. Will confirm generator to get serial #. Once generator worked with other devices after replacing the first one. There was only one setting for the generator. A new device was used to complete the procedure. Cleaning was often. It was unknown how many good seals were completed before problem occurred. There was no patient injury.

Manufacturer narrative:
D10. Concomitant prod: vlft10genft series energy platformx1, serial number: unknown). Additional information: b5, d10, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.